Manufacturer narrative:
This MDR is result of a retrospective review of complaints. There was no problem found with sensor. The us sensor is a 90 day product and as such system is designed to alert the customer on day 60 that sensor would need to be replaced in 30 days (ec 29). The system triggered ec 29 as per design.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where patient sensor retire early and user mentioned that she received multiple sensor replacement notifications resulting in sensor removal.